Event description:
It was reported that during an unknown procedure, the devices jammed and didn't work. It is unknown how the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged cartridge lockout tab. Additional information was requested and the following was obtained: were any staples deployed prior to the devices jamming? No. On what tissue type was the device used? At what location on the tissue? Bso. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? 1st fire the analysis showed that device (a) was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that device (b) was received with a tr35w cartridge loaded on the device unfired. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5hr9e (mfg date: 08/17/2012 exp date: 07/17/2017); (B)(4).